Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right side of abdomen') and abdominal wall haematoma ('rectus sheath hematoma') in a (B)(6) year old female patient who had essure (batch no. B34697) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2013. The patient's medical history included shoulder injury from (B)(6) 2012 to (B)(6) 2012 and pharyngitis in 2009. Concurrent conditions included pelvic pain female, paratubal cyst, vulval swelling, bruising and body mass index normal. Concomitant products included eszopiclone (lunesta) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol; norgestimate (sprintec) since 2010 to (B)(6) 2015, levothyroxine since 2016 and phentermine since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism"), back pain ("lower right side back"), arthralgia ("joint pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal wall haematoma (seriousness criterion medically significant) and complication of device insertion ("failed left placement"). The patient was treated with surgery (bilateral salpingectomy) and hematoma repair on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, hypothyroidism, dysmenorrhoea, abdominal wall haematoma, dyspareunia, arthralgia, vaginal discharge, fatigue, weight increased, alopecia, insomnia, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal wall haematoma, alopecia, anxiety, arthralgia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, insomnia, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: had right sided coil placement only in 2013 (provider unable to place left). No left-sided essure coil is appreciated and contrast freely flows through the left fallopian tube and spills into the left peritoneal space. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram on (B)(6) 2013: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- hypothyroidism, hypothyroidism, dysmenorrhea, fatigue, weight gain, abdominal wall hematoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Case is upgraded from other event to incident. Lot number added. Previously reported event injury is replaced with new events: abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hypothyroidism, dysmenorrhea (cramping), rectus sheath hematoma, dyspareunia (painful sexual intercourse), lower right side back, joint pain, vaginal discharge, fatigue, weight gain, hair loss, failure to occlude fallopian tubes, insomnia, anxiety, depression. Medical history, concomitant drugs and lab data were added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right side of abdomen') and abdominal wall haematoma ('rectus sheath hematoma') in a 36-year-old female patient who had essure (batch no. B34697- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2013. The patient's medical history included shoulder injury from (B)(6) 2012 and pharyngitis in 2009. Concurrent conditions included pelvic pain female, paratubal cyst, vulval swelling, bruising and body mass index normal. Concomitant products included eszopiclone (lunesta) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;norgestimate (sprintec) since 2010 to (B)(6) 2015, levothyroxine since (B)(6) 2016 and phentermine since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism"), back pain ("lower right side back"), arthralgia ("joint pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal wall haematoma (seriousness criterion medically significant) and complication of device insertion ("failed left placement"). The patient was treated with surgery (bilateral salpingectomy) and hematoma repair on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and back pain was resolving and the vaginal haemorrhage, menorrhagia, hypothyroidism, dysmenorrhoea, abdominal wall haematoma, dyspareunia, arthralgia, vaginal discharge, fatigue, weight increased, alopecia, insomnia, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal wall haematoma, alopecia, anxiety, arthralgia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, insomnia, menorrhagia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: had right sided coil placement only in 2013 (provider unable to place left). No left-sided essure coil is appreciated and contrast freely flows through the left fallopian tube and spills into the left peritoneal space. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- hypothyroidism, hypothyroidism, dysmenorrhea, fatigue, weight gain, abdominal wall hematoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Not valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.